Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use for an unknown procedure the video system center had no image, the display was black. The procedure was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a failed printed circuit board. The device evaluation found the video socket connecter had a defective lock and a software upgrade was needed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.